Manufacturer narrative:
Lumenis is currently investigating the reported event through its foreign subsidiary. When additional information is provided to lumenis with which to determine a cause for reported event, lumenis will file a follow-up MDR.

Event description:
A foreign user facility reported that a patient suffered a burn of unknown severity by a lumenis powersuite 30 w laser system following a cin (cervical intraepithelial neoplasia) procedure. The laser was used to stop bleeding when the operator inadvertently shot the laser beam through the drape covering the patient. The patient's condition was reported to be "reddish tinge over the buttocks, but with very little area was burnt seriously".

Manufacturer narrative:
Lumenis investigated the reported event by contacting the foreign user facility for additional information through it foreign subsidiary. Additional information had been provided. It was reported that the patient's cin procedure had already been successfully completed when "somehow" the patient was burned. A review of subject device labeling found the following intra-operative instructions: 1. Position the aiming beam on the target tissue, cartilage, or calculi. 2. Ensure that the fiber tip is visible through the operating scope. 3. Place the laser in ready mode. 4. Press the footswitch to deliver the treatment beam. It was further reported that the drape covering the patient during the operation had a burn hole in it suggesting that the laser had been inadvertently fired. The patient was reported to have a "reddish tinge" over the buttocks and a "few small spots" of possible second degree burns were visible. The burns were treated with a "painted medical ointment for burns" (brand name unknown). Other than the burn marks, no further patient injury had been reported. A review of the subject device history records (DHR) determined that the subject device was manufactured and tested according to manufacture specifications. A lumenis technical engineer completed an examination of the subject device laser system confirming the laser met all manufacturer's performance specifications. Subject laser malfunction is not the suspected root cause of the event reported. Lumenis has been unable to obtain additional information regarding the circumstances surrounding this event to date, however a committee had been assembled between the facility and lumenis representatives to review this incident, and it had been determined that "the patient burn was not caused by a mechanical defect, and the patient's burn wasn't severe" based on the information above, the most probable root cause of the event was a user-error of inadvertently firing the laser on an unintended area. Lumenis has concluded its investigation of this event and has closed out the complaint file. No corrective or preventive action was deemed necessary.